Manufacturer narrative:
B3-date of event is estimated. Reporter phone number (B)(6). It was reported to abbott, a patient stated they were unable to connect to their ipg after undergoing an rf procedure. Surgery mode had not been enabled. The patient met with a rep who stated the ipg appeared to have reset after the rf procedure. The patient¿s ipg was programmed, and a connection was established. Therapy was restored. The patient was reeducated on the importance of placing the device in surgery mode. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were successful and effective therapy was restored.